Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 92351 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes contained foreign matter. No report of serious injury or medical intervention.